Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level into the 400's (mg/dl) with ketones somewhere between 1-2 months ago. The customer delivered correction bolus via the insulin pump and consumed lots of water. Recommendation was made to consult with health care provider regarding diabetes management.